Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('prolonged menstruation') in a 41-year-old female patient who had essure inserted for laparoscopic sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced mood swings ("mood swings"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required). In 2016, the patient experienced feeling abnormal ("head felt like it was full of cotton"), back pain ("lower back pain"), irritability ("irritability") and intermenstrual bleeding ("bleeding between periods"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the feeling abnormal had resolved, the intermenstrual bleeding had resolved. On (B)(6) 2020, the back pain and irritability had resolved. In (B)(6) 2020, the heavy menstrual bleeding and mood swings had resolved. The reporter considered back pain, feeling abnormal, heavy menstrual bleeding, intermenstrual bleeding, irritability and mood swings to be related to essure. The reporter commented: after the essure removal the lower back pain disappeared immediately and shortly thereafter the other complaints also disappeared. Most recent follow-up information incorporated above includes: on 11-aug-2021: the follow information were updated primary's reporter , physician's reporter, patient's information, patient's details, product indication, stop date, foggy feeling in head, low back pain, irritability, mood swings, bleeding intermenstrual, medical device removal was deleted and added as non-drug treatment in menstruation prolonged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('prolonged menstruation') in a 41-year-old female patient who had essure inserted for laparoscopic sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced mood swings ("mood swings"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required). In 2016, the patient experienced feeling abnormal ("head felt like it was full of cotton"), back pain ("lower back pain"), irritability ("irritability") and intermenstrual bleeding ("bleeding between periods"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the feeling abnormal had resolved, the intermenstrual bleeding had resolved. On (B)(6)2020, the back pain and irritability had resolved. In (B)(6) 2020, the heavy menstrual bleeding and mood swings had resolved. The reporter considered back pain, feeling abnormal, heavy menstrual bleeding, intermenstrual bleeding, irritability and mood swings to be related to essure. The reporter commented: after the essure removal the lower back pain disappeared immediately and shortly thereafter the other complaints also disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('prolonged menstruation / menorrhagia') in a 41-year-old female patient who had essure inserted for laparoscopic sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty and gynaecological examination. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required). In 2015, the patient experienced mood swings ("mood swings"). In 2016, the patient experienced feeling abnormal ("head felt like it was full of cotton"), back pain ("lower back pain"), irritability ("irritability") and intermenstrual bleeding ("bleeding between periods"). On an unknown date, the patient experienced incontinence ("symptoms of incontinence"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (essure removal via laparoscopic with tubectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the feeling abnormal had resolved, the intermenstrual bleeding had resolved. On (B)(6) 2020, the back pain and irritability had resolved. In (B)(6) 2020, the heavy menstrual bleeding and mood swings had resolved. At the time of the report, the incontinence outcome was unknown. The reporter considered back pain, feeling abnormal, heavy menstrual bleeding, incontinence, intermenstrual bleeding, irritability and mood swings to be related to essure. The reporter commented: essure removal was performed due to adverse events menorrhagia, incontinence and back pain. After the essure removal the lower back pain disappeared immediately and shortly thereafter the other complaints also disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-aug-2021: the follow information were updated principal's reporter, physician's reporter, patient's information, patient's details, medical history, menorrhagia added to heavy menstrual bleeding , incontinence nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.